Manufacturer narrative:
D4. Medical device lot#: unknown d4. Medical device expiration date: unknown h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H4. Device manufacture date: unknown.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety shield fell off of one (1) device. No patient impact reported.

Manufacturer narrative:
H.6 investigation summary : material #: 368650. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety shield fell off of one (1) device. No patient impact reported.